Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced interference/ noise due to deep brain stimulation (dbs). It was further reported that the icm amplitude was extremely low due to the dbs. The icm remains in use. No patient complications have been reported as a result of this event.